Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to the main circuit board (pcb). The main pcb was replaced to address these issue. Resmed's risk anaylsis for these failure modes concludes that the risk is acceptable.(B)(4)

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it displayed a high pressure alarm resulting in an unexpected restart and power failure of the device. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device main circuit board (pcb) by resmed. Review of the device logs confirmed the reported high pressure alarm and unexpected restart of the device. Based on all available evidence and previous investigations of similar complaints, it was determined that the reported events were due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).